Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken shell with sharp edge and a nick assessed as surgical impact opening and partial delamination of orientation dot. Based on the device analysis the final assessment is: a sharp edge broken in the shell and nicks due to surgical impact. Partial delamination of orientation dot due to adhesive failure.

Event description:
Health professional reported unknown side "defective breast implant" and capsular fibrosis, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side "defective breast implant" and capsular fibrosis, baker grade unknown. Device has been explanted.